Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) bipolar lead for high impedance and a polarity switch. It was also reported that there were high rv lead capture thresholds measurement. Additionally, it was noted that invalid cardiac compass data was observed on the implantable pulse generator (ipg). The rv lead <(>&<)> ipg remain in use. No patient complications have been reported as a result of this event.